Event description:
It was reported that one of patient's lead is not functioning. There is no further information available to date and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of patient's lead was not functioning. There is no further information available to date and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.